Event description:
On (B)(6) 2015 a patient underwent treatment for a pararenal abdominal aortic aneurysm with a gore® excluder® aaa endoprosthesis. On (B)(6) 2015 the patient was observed to have a seroma with concern for infection possibly in the groin access site. On (B)(6) 2015 the patient was treated with antibiotics. On (B)(6) 2015 the wound was healed.

Manufacturer narrative:
Results: a review of the manufacturing and sterilization records for the device verified the lot met all pre-release manufacturing and sterilization requirements. Conclusion: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to infections.

Event description:
The following information was reported to gore: on (B)(6) 2015 a patient underwent treatment for a pararenal abdominal aortic aneurysm with a gore® excluder® aaa endoprosthesis. On (B)(6) 2015 the patient was observed to have a seroma with concern for infection in the groin access site. On (B)(6) 2015 the patient was treated with antibiotics. On (B)(6) 2015 the patient was still being treated with antibiotics.